Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/28/2016 phone call, 01/28/2016 email, and 02/04/2016 email. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was upgraded, and the unit was returned to service.

Event description:
The hospital reported the unit had a system reset error during a case. The clinician reportedly cycled power and continued the case. There was no reported patient injury.